Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not working properly and stated that it would not stop suctioning even when there was no urine output. The representative discussed connection and placement, all seemed to be correct. The patient wanted a call back to troubleshoot for a fix or replace the device. It was noted that the patient had been using the purewick product for more than 90 days. Per additional information received from the liberator on 08sep2021, stated that the device suctioned even when there was nothing to suction. It was also stated that the motor was loud.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be inadequate component (pump and relief valve) selection. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating atmospheric pressure limitation 70 kpa - 106 kpa." "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not working properly and stated that it would not stop suctioning even when there was no urine output. The representative discussed connection and placement, all seemed to be correct. The patient wanted a call back to troubleshoot for a fix or replace the device. It was noted that the patient had been using the purewick product for more than 90 days. Per additional information received from the liberator on 08sep2021, stated that the device suctioned even when there was nothing to suction. It was also stated that the motor was loud.

Event description:
It was reported that the purewick urine collection system was not working properly and stated that it would not stop suctioning even when there was no urine output. The representative discussed connection and placement, all seemed to be correct. The patient wanted a call back to troubleshoot for a fix or replace the device. It was noted that the patient had been using the purewick product for more than 90 days. Per additional information received from the liberator on 08sep2021, stated that the device suctioned even when there was nothing to suction. It was also stated that the motor was loud.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.